Event description:
The case involved a lesion, just distal to a partially occluded stent in the proximal lad. A cutting balloon 3.25mm x 15mm catheter was used to treat the lesion. The balloon was inflated 2-3 times and after final balloon inflation, dye extravasation was noticed in the treated areas. The vessel was treated with a long (approx. 30mm) balloon then stented. Pt did well, post ptca and transferred to the step down unit.